Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer was getting suck in analyzer mode. Analysis was able to confirm the software update issue, the printing issue, the broken door, and the broken keyboard. Analysis also noted that the electrocardiogram (ECG) connector was loose. The hard drive was reconfigured, and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was getting stuck in the analyzer mode. It was also reported that a plastic door was broken, the keyboard was broken, the programmer would not print. Additionally, the was unable to complete a software update from a universal serial bus (usb). The service disk was used but the programmer was still indicating that the memory and print queue were full. The programmer was returned for service. There was no patient involvement.